Event description:
Per dealer unit is in drive lockout. Dealer called into technical services. The device was reprogrammed to off. There is no further information. It was reported no injury had occurred.